Event description:
Additional information reported indicated that the cause of the event was due to dysfunctional lead post trauma.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care professional was unable to interrogate the implantable neurostimulator (ins) and had tried 10 times with no communication. It was noted that the patient had an increase in tremor on the left side. The reporter indicated that the patient had "a change about 3 weeks ago with hallucinations but not regarding the tremor". The reporter was unsure when the patient had a return of symptoms. It was noted that the patient had a fall but it was not believed to have affected the battery. It was not possible to determine if the battery depletion was normal due to unknown therapy impedance values for end-of-service estimations. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0555189v, implanted: (B)(6) 2005. Product type: lead: product ID 748266, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3387-40, lot# v000198, implanted: (B)(6) 2005. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator. (B)(4).